Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not shifting. As stated on the repair statement additional malfunction on this device: power on/off switch control button is broke.